Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. Additional testing (platform unknown) was performed at an urgent care with an unknown sample type and generated positive results. The consumer reported being symptomatic. No additional information, including treatment and outcome, was provided.